Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and determined the oxygen sensor needs to be replaced. The ventilator passed self testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had a damaged oxygen sensor. The ventilator was not on a patient at the time of the event.